Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective device upgrade procedure, the physician had difficulty inserting the catheter while cannulating the coronary sinus. The physician withdrew the catheter and the patients blood pressure dropped and cardiac tamponade was noted. A pericardiocentesis was performed and the tamponade subsided. The new right ventricular lead was capped for later use and the old pacemaker was attached again to the chronic leads and the pocket was closed. The patient was transferred to the recovery room and was in stable condition and would continue to be monitored.